Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the needle mechanism that would cause an inability to retract. It could not be determined when the needle retracted. No damages were observed to the device that would cause an improper insertion of the needle. The cause of this event could not be determined. No blood was observed on the device. The formed needle was inspected for damages, and none were observed that would cause the reported bleeding/bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient reported being unsure if the cannula was properly seated.